Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system was found to not have been plugged in. The representative reloaded the software and the system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system was unable to boot. The site will turn the system and it will get to the "booting" message and the pendant, it was showing the gears, and it will not progress further than that.